Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined cataract procedure the patient experienced a posterior capsule tear in the right eye. An anterior vitrectomy was required and performed using another system. When the surgeon tried to use the vitreous cutter with the second system it did not cut. It was noted the system was set up for a 20 ga vitrectomy; however the staff had selected a 23 ga vitrectomy probe cutter. The case was completed. Additional information was requested and received.